Event description:
It was reported that this lead exhibited noise and oversensing on the atrial channel. It was observed that the device had a known history of yellow alerts related to out-of-range (oor) right atrial amplitude. Trend data showed variable atrial amplitudes, with occasional instances of oor measurements (less than 0.5). The atrial sensitivity has been set to automatic gain control (agc) at 0.25 mv (millivolts). This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).